Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had symptoms of dizziness with no underlying intrinsic rhythm. It was noted that several high ventricular rate episodes of noise, reproducible and leading to pacing inhibition were observed on the right ventricular lead. The patient was post atrioventricular node ablation and had disconnected her monitor so there was a delay in the episodes being seen. Programming changes to increase sensing were initially made. The lead was subsequently explanted and replaced. The patient was discharged to another hospital. Further information suggests the patient had a ventricular fibrillation arrest episode unrelated to the initial revision or device function and was upgraded from a pacemaker to an implantable cardioverter defibrillator on (B)(6) 2020 (new system) to address her condition and was scheduled for discharge the following day.